Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 314.743; synthes lot: 9961622; supplier lot: 9961622; release to warehouse date: march 09, 2016; supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Visual inspection: the drive shaft-minimum 520mm length-for use with ria was received with the coupler distal tip broken off. The broken off distal tip fragment(s) were not received and are missing. No other issues were identified with the returned components of the device. Dimensional inspection: features: cross section b-b drive shaft outer diameter and inner diameter result: both the outer diameter and inner diameter measurements are conforming document/specification review: the following drawings, reflecting the current and manufactured revision, were reviewed. Drive shaft assembly ria drive shaft ria. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the drive shaft-minimum 520mm length-for use with ria as the coupler distal tip was broken off. The broken off distal tip fragment(s) were not received and are missing. While no definitive root cause could be determined, it is possible that the device encountered unintended/excessive forces. During this investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrx. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, prior to actual use on the patient¿s body, the reamer/irrigator/aspirator (ria) drive shaft was assembled into the ria tubing assembly to be sure if it was working properly. It was found out that the ria reamer head would not rotate even though the drill was rotating because the drive shaft tip was broken on the tip and not engaging the ria reamer head. The drive shaft was replaced with a backup and the case was completed successfully. There were a couple of minutes of surgical delay while swapping drive shaft out. There was no patient involvement. Concomitant device reported: ria tube assembly (part # unknown, lot # unknown, quantity 1). Reamer head (part # unknown, lot # unknown, quantity 1); drill (part # unknown, lot # unknown, quantity 1). This report is for one (1) drive shaft-minimum 520 mm length-for use with ria. This is report 1 of 1 for complaint (B)(4).